Manufacturer narrative:
(B)(4). Batch # n5554p: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60b cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained. Was any portion of the target tissue stapled or cut when the "knife stopped on the way "after the first firing? Yes. The situation was that the knife stopped when it was returning after the tissue was cut and stapled.

Event description:
It was reported that during a semi-open colectomy, the knife was stopped on the way after the first firing. The jaws were not opened after the first firing. The cartridge was blue. The device was released with the knife reverse switch. Another device was used to complete the case. There were no adverse consequences to the patient.